Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely the incision size contributed to the acetabular cup or sharp object/instrument coming in contact with the sheath, resulting in a hole or tear that further propagated due to the stress the sheath experiences during use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] the brand name in section d1 and the primary UDI number in section d4 have been updated.

Event description:
Procedure performed: total hip replacement. Description of event: the alexis ortho was used as intended for a total hip arthroplasty. While introducing the acetabular head, the surgeon slightly came in contact with the alexis ortho which led to a tear inside the inner sheath of the alexis. The surgeon took out the acetabular head and then removed the parts from the inner a alexis sheath which stuck to the acetabular head. Afterwards he continued with the surgery. Standard instruments for total hip arthroplasty (reamer, bleacher etc..). Additional information received via e-mail from company on 07oct2024: and yes, the sheath particulated but all the material was retrieved from the implant. Additional information received via e-mail from clinical development team on 14nov2024: the complaint concerned a tear in the alexis orthopaedic protector¿s sheath during the procedure. This is the fourth complaint from this facility and surgeon, all involving sheath tears. In this most recent case, the surgeon used the xs-m alexis orthopaedic protector (hr100) during a direct anterior total hip arthroplasty, performing a 5¿6 cm incision anterior to the greater trochanter. Although smaller than usual, the incision location was not considered unusual. The patient had an average stature and bmi. The surgeon performed the procedure as standard, with guidance from the field team member in placement of the alexis orthopaedic protector. After reaming the acetabulum and placing the acetabular cup implant, the surgeon observed a tear and particulation of the sheath. The surgeon promptly removed the particulates and continued the procedure with the protector in place. After the case, the field team member discussed the incident with the surgeon. The surgeon attributed the tear to the small incision, which restricted the surgical field and led to direct contact between the sheath and abrasive instruments, such as the reamer and cup implant. Intervention: the surgeon took out the acetabular head and then removed the parts from the inner a alexis sheath which stuck to the acetabular head. Afterwards he continued with the surgery. Patient status: the patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: total hip replacement. Description of event: the alexis ortho was used as intended for a total hip arthroplasty. While introducing the acetabular head, the surgeon slightly came in contact with the alexis ortho which led to a tear inside the inner sheath of the alexis. The surgeon took out the acetabular head and then removed the parts from the inner a alexis sheath which stuck to the acetabular head. Afterwards he continued with the surgery. Standard instruments for total hip arthroplasty (reamer, bleacher etc). Additional information received via e-mail from company on 07oct2024: and yes, the sheath participated but all the material was retrieved from the implant. Intervention: the surgeon took out the acetabular head and then removed the parts from the inner a alexis sheath which stuck to the acetabular head. Afterwards he continued with the surgery. Patient status: the patient is fine.